Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent surface was not smooth. The target location was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd balloon-expandable stent was advanced for treatment. However, it was found that the front part of the surface of the stent was not smooth when it was about to be used. The procedure was completed with another of the same device. There were no complications reported, and the patient status was stable.

Event description:
It was reported that stent surface was not smooth. The target location was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd balloon-expandable stent was advanced for treatment. However, it was found that the front part of the surface of the stent was not smooth when it was about to be used. The procedure was completed with another of the same device. There were no complications reported, and the patient status was stable. It was further reported that the middle structure of the stent was prominent, the stent struts had burr, and the surface was not smooth.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that one strut was lifting up. Microscopic examination revealed no additional damages. There was blood inside the guidewire lumen.